Event description:
It was reported that the customer had high blood glucose of 246 mg/dl. Caller stated that the customer's insulin pump was buttons were not responding and it had a keypad anomaly. Caller stated that they tried to upload it to carelink, but unit was not able to detect and was nothing on the screen. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector. Unit received with cracked reservoir tube lip and scratched reservoir tube window. (B)(4).